Event description:
The sheath placed in the patient's left groin was defective at the point where the sidearm comes off the sheath. The defect caused the patient to bleed and required patient go to ir where the defect was found. Manufacturer response for sheath, (brand not provided) (per site reporter). Not known at this time.